Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/20/2024, it was reported by a sales representative via email that an ar-3636 knotless fibertak anchor pulled out when the inserter was removed. This was discovered during a labral repair procedure on (B)(6) 2024. The case was completed by opening a new anchor. The case was not delayed, and additional anesthesia was not needed. Additional information requested.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.